Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14sep2020.

Event description:
It was reported the alarm light emitting diode (led) indicator turned off during servicing. There was no patient involvement. The customer reported that replacing the power switch overlay resolved the problem.